Event description:
A report was received that the patient received a burn while charging the ipg. The patient's charger was replaced. The patient is reportedly doing well after the replacement.

Manufacturer narrative:
The charger characterstics were normal during all tests, and no overheating was observed during the test. This is the final report.